Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abdominal pain ("surgery (other)type of surgery: exploratory laparoscopic surgery for continued abdominal pain") and genital haemorrhage ("abnormal bleeding") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included chickenpox, gravida I, c-section and bronchospasm. Concurrent conditions included gestational diabetes, restless leg syndrome, panic attack, multinodular goiter and prolapse. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition:depression"), anxiety ("anxiety"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), vaginal discharge ("vaginal discharge") and diarrhoea ("chronic diarrhea"). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced tremor ("neurological conditions or problems type: tremors") and alopecia ("hair loss"). In december 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain, below belly button") and back pain ("back pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)) and surgery (exploratory laparoscopic surgery). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, abdominal pain, depression, anxiety, bladder disorder, urinary tract disorder, tremor, dysmenorrhoea, dyspareunia, vaginal discharge, diarrhoea, abdominal pain lower and back pain outcome was unknown, the genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved and the alopecia was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, bladder disorder, depression, diarrhoea, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, tremor, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: removal date discrepancy= (B)(6) 2011 00:00 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: tubal occlusion with only one tube; on (B)(6) 2011: complete occlusion of the fallopian tubes; on (B)(6) 2011: complete occlusion of the fallopian tubes ultrasound scan vagina - on (B)(6) 2011: tubal occlusion with only one tube; on (B)(6) 2011: complete occlusion of the fallopian tubes; on (B)(6) 2011: complete occlusion of the fallopian tubes most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received: reporter information, patient details, other relevant history, lab data, product information and events-abnormal bleeding (vaginal), menorrhagia, psychological or psychiatric problems condition: depression, anxiety, bladder or urinary problems or changes, neurological conditions or problems type: tremors, dysmenorrhea (cramping), surgery (other)type of surgery: exploratory laparoscopic surgery for continued abdominal pain, dyspareunia (painful sexual intercourse), vaginal discharge, chronic diarrhea, hair loss, lower abdominal pain below belly button, back pain were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.